Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the pacemaker had reached eri. Premature battery depletion was suspected on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was unknown.

Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomaly were not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity. Field settings indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no indication of premature depletion noted. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.